Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was returned for evaluation and the customer's allegation was confirmed. In addition, camera cable was not watertight. And pixel defects (white flaws) was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the camera cable was presumed to have failed to be watertight due to a crack in the coating of the camera cable, which made it impossible to maintain airtightness. However, the cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head cable coating was cracked. There was no report of patient harm.